Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty access point/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, the visera elite video system center had no image and no video. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a faulty access point (ap) board. During evaluation, software upgrade was recommended, and it was noted that the ap board needed to be replaced. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.